Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tech stated that on the third firing the clip scissored causing the device to get stuck on the duct. The device was removed by pulling handles apart. Another device was used to complete the case. There was no adverse consequence to the patient. The rest of the clips were fired out by the tech at the surgeon's request. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.